Manufacturer narrative:
Additional information: h3 other text : single use device, discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on an unknown date. Repeat ID now covid-19 assay testing was performed, as well as an antigen test (brand name and manufacturer unknown), which both generated negative results. Although requested, no additional information was received.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on an unknown date. Repeat ID now covid-19 assay testing was performed, as well as an antigen test (brand name and manufacturer unknown), which both generated negative results. Although requested, no additional information was received.

Manufacturer narrative:
Additional information: initial reporter address 1: (B)(6). PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087808 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1087808 and test base part number 190-430 / lot 1087808.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087808 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : single use device, discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on an unknown date. Repeat ID now covid-19 assay testing was performed, as well as an antigen test (brand name and manufacturer unknown), which both generated negative results. Although requested, no additional information was received.